Manufacturer narrative:
Report source: foreign (B)(6).

Event description:
Information was received that a smiths medical portex north polar ivory endotracheal tube was leaking. Tube needed to be replace. No adverse patient effects were reported.